Event description:
Complaint, concerns a male patient. The patient operated the device. The patient was trained by a nurse. The age of thedevice was not provided. The patient used 8mm needles and always reused needles. The patient always primed the pen and injected into his abdomen. The pen was stored in a refrigerator. The humapen ergo teal/clear pen body with a clear cartridge holder attached was not continued. The device was returned to the company. Initial analysis by the affiliate quality control department found that bot engagement tabs were broken. This product is out of specification for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin. The device was returned to the manufacturer for additional evaluation.